Event description:
A consumer reported experiencing blurred near vision following bilateral intraocular lens (iol) implant surgery. He stated that, unless he is in bright light, he cannot see fine detail. He stated that it helps to wear +2.00 readers. He also reported that lasik and yag laser procedure were done approximately six months after the implant surgery. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted.